Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 09/22/11: mountain states health alliance. Implant sticker. Proceed surgical mesh. Pcdg1; lot cjg406. Use by 2012-07. 10/12/15: mountain states health alliance. [Illegible signature]. History and physical/post-operative note. History: pelvic pain. Post-operative note: procedure: left salpingo-oophorectomy, lysis of adhesions. Diagnosis: left ovarian mass. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007; including donor nephrectomy, were not provided. (B)(6) 2007: (B)(6) medical center. (B)(6), m.d. Operative report. Preoperative diagnosis: incisional hernia, status post laparoscopic converted to donor open nephrectomy. Postoperative diagnosis: incisional hernia, status post laparoscopic converted to donor open nephrectomy. Procedure performed: open repair of midline incisional hernia with mesh. Assistant: none. Estimated blood loss: less than 50 cc or minimal. Specimen: none. Findings: ¿one 5 cm in diameter defect plus a smaller 1 cm in diameter incisional hernia defect superior to that. Both hernias were incorporated into the same repair. A single 6 cm by 8 cm duo-mesh, prolene on the superior side, gore-tex towards the side of the intestine was used for repair with number 2-0 prolene sutures to hold it in place.¿ indications for procedure: ¿the patient is a 27-year-old caucasian woman with no previous past medical history except fairly heavy cigarette use. She underwent attempted laparoscopic converted to donor nephrectomy in donation to her friend in february 2007. Her laparoscopic donor nephrectomy was complicated by the need to convert to open donor nephrectomy because of some bleeding along the left renal vein which was quickly controlled. The patient subsequently recovered and was discharged home four days later. She has, however, over the last several months had development of incisional hernia despite having lost some weight. The patient was examined, and it was felt that she had a large incisional hernia just above the umbilicus, and she was scheduled for incisional hernia repair electively. In the meantime, program ws [sic] initiated in order to attempt to help her engage in smoking cessation for the sake of wound healing and for her incisional hernia repair. Chantix was prescribed for her approximately two weeks prior.¿ description of procedure: ¿once the patient, her identity, identify of her surgeon, the side, site, type of surgery were identified and verified between the patient, her surgeon, and the anesthesia and or staffs in the operating room, general endotracheal anesthesia was then established. The patient¿s abdomen was then prepped and draped from the subcostal margin down to the suprapubic region with chlorhexidine and sterile dressings. Once the abdomen was properly prepped and draped in ioban sterile dressings, attention was first turned toward her midline abdominal incision. Her hernia was previously palpated during the physical examination prior to initiation of anesthesia. A midline abdominal incision was carried out with a number 10 surgeon¿s blade. This was initially approximately 6 cm long. It was subsequently extended to 9 cm long when a second smaller, 1 cm in diameter, hernia was palpated beneath the fascia. Once the skin was incised, electrocautery was used to dissect through the subcutaneous tissues and the fat until the incisional hernia could be palpated. Around the area of incisional hernia, great care was taken to tuck the contents of the hernia back into the intrabdominal space. The remaining subcutaneous tissues and the midline linea alba was identified and freed. The hernia was approximately 5 cm in diameter. The contents were carefully freed from their attachments to the sidewalls of the fascial defect, and the omentum and contents which were adherent to the abdominal wall were tucked back into the abdominal cavity. Once the omental contents were freed, the fascia was palpated from beneath from within the peritoneum, and it was noted that there was a smaller defect, approximately 3 cm cephalad to the larger defect which was only 1 to 2 cm in diameter. The skin incision was therefore lengthened, and the fascial incision was lengthened to accommodate this superior more cephalad incisional hernia. The intra-abdominal contents were subsequently once again freed. Some anterior freeing or component separation of the subcutaneous tissues of the fascia was performed. A duo-mesh, gore-tex on one side and marlex or prolene on the other, was brought onto the surgical field and the 8 by 12 cm mesh which constituted the smallest available mesh was incised in half to 6 by 8 cm size. The accommodated the entire both hernia [sic], and the entire hernia repair. Then number 2-0 prolene suture was then placed into the superior apex of the fascial defect in a ¿u¿ shaped fashion onto the onlay mesh. The prolene was secured in place and a running simple anastomosis connecting the hernia repair mesh to the anterior abdominal fascia along the left side was performed first toward the inferior apex and then a second suture was started from the inferior apex and up towards the superior apex. This constituted a running simple repair of the hernia with mesh. Prior to completion of the hernia repair, the intraperitoneal contents were palpated to make sure there was no inadvertent suturing of the intestine or omentum, and there was not any. The subcutaneous space was then irrigated with 150 cc of sterile normal saline. A number 0 vicryl suture was used to close the subcutaneous space in a running simple fashion, number 4-0 monocryl suture was then used to close the skin in a running subcuticular fashion. A single long steri-strip was placed along the skin edge for closure. A clear tegaderm dressing was placed over the skin incisions for further protection.¿ (B)(6) 2007: (B)(6) health alliance. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 04097941. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/04097941) was implanted during the procedure. (B)(6) 2008: (B)(6) medical center. (B)(6), m.d. Operative report. Preoperative diagnosis: hiatal hernia. Postoperative diagnosis: same plus incisional hernia. Procedure performed: hiatal hernia repair, nissen fundoplication, incisional hernia repair. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: about 250 cc. Complications: none. The patient stable to recovery. Specimens: we partially removed old mesh. ¿a 28-year-old patient who had a nephrectomy and she apparently bled and had to be operated for that and she had an incisional hernia repair with mesh and presents with a hiatal hernia and gastroesophageal reflux disease. I talked to patient as to risks, complications and benefits and she wanted to proceed. She was brought into the operating room, was placed in supine position. Intravenous sedation was given and general endotracheal anesthesia. After adequate level of anesthesia, she was prepped and draped in the usual sterile fashion. After being prepped and draped in the usual sterile fashion, we opened the abdomen through the old incision. We opened the skin and subcutaneous tissue. We got to the area of fascia and there was a piece of mesh in there, we cut through the mesh and there was thick tissue under the mesh. We opened the thick tissue and there was a lot of adhesions omentum to this tissue in the mesh. This was taken down using the ligasure and bovie. Once we did this, we divided the falciform ligament, divided the triangular ligament of the liver and once we did this we got around the esophagus. The patient had an ng [nasogastric] tube in place and both vagus was within the area with the penrose around. Once we did this we started taking down short gastric vessels, the patient had a previous opening in the area of the lesser track, probably from the area of bleeding before. We took the short gastrics all the way to the area of crus. There was a little bit of bleeding in this area at the level of the gastrics, but that stopped. Once we freed this up we got around the area of the esophagus really well. We saw the branch of the vagus nerve that was going to the liver and we then dissected and elevated the stomach towards the right and we got the crus visualized left and right crus, we closed the crus with one stitch of ethibond suture number 1 and then we got the stomach around the esophagus, after that we put a 48 bougie with the ng [nasogastric] tube that was 18. We then did the fundoplication. We put stomach, esophagus, stomach, three stitches of this and then we removed the bougie. It was a nice floppy nissen. We then irrigated thoroughly. There was little bleeding from the omentum there. We took the adhesions down. Once we did that we carefully dissected this area and we closed omentum. There was two holes in the omentum. This was closed with vicryl and then we stopped the bleeding with ligasure. Once we stopped the bleeding with ligasure of the omentum we put the omentum back in place and then there was an area in the middle of the incision that where she had a mesh in place, we took the left side of the mesh cause there was a hernia beyond the area of the mesh, we dissected the subcutaneous tissue until we were getting good fascia and pulled the fascia up. We were not going to use more mesh, already had the piece of mesh in there so we used figure-of-eight number 2 prolene to close. We irrigated the subcutaneous tissue, closed the subcutaneous tissue with vicryl, the skin was closed with staples. The patient tolerated it well and went to recovery in stable condition.¿ [missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2008, (B)(6) 2009 through (B)(6) 2011, and (B)(6) 2011 through (B)(6) 2013 were not provided. Patient information: medical history: smoking: (B)(6) 07: ¿fairly heavy cigarette use¿ (B)(6) 2013: ¿current every day smoker¿ weight: (B)(6) 2013: 130 lbs., bmi 23.04. (B)(6) 2015: 125 lbs., bmi 22.14. (B)(6) 2008: very large sliding hiatal hernia, incisional hernia at midline incision. (B)(6) 2008: gastroesophageal reflux disease [gerd]. (B)(6) 2011: small incisional hernia. (B)(6) 2013: irritable bowel syndrome [ibs]. Surgical procedures: unknown date: hysterectomy. Unknown date: oophorectomy. Unknown date: tubal ligation. (B)(6) 2007: donor nephrectomy. (B)(6) 2007: open repair of midline incisional hernia with mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2008: hiatal hernia repair, nissen fundoplication, incisional hernia repair. (B)(6) 2011: incisional hernia repair with mesh. Implant: proceed surgical mesh. Implant preoperative complaints: (B)(6) 2007: indications. ¿the patient is a 27-year-old caucasian woman with no previous past medical history except fairly heavy cigarette use. She underwent attempted laparoscopic converted to donor nephrectomy in donation to her friend in (B)(6) 2007. Her laparoscopic donor nephrectomy was complicated by the need to convert to open donor nephrectomy because of some bleeding along the left renal vein which was quickly controlled. The patient subsequently recovered and was discharged home four days later. She has, however, over the last several months had development of incisional hernia despite having lost some weight. The patient was examined, and it was felt that she had a large incisional hernia just above the umbilicus, and she was scheduled for incisional hernia repair electively. In the meantime, program ws [sic] initiated in order to attempt to help her engage in smoking cessation for the sake of wound healing and for her incisional hernia repair. Chantix was prescribed for her approximately two weeks prior.¿ implant procedure: open repair of midline incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/04097941, 8cm x 12cm x 1mm thick.] Implant date: (B)(6) 2007: wound classification: unknown. Findings: ¿one 5 cm in diameter defect plus a smaller 1 cm in diameter incisional hernia defect superior to that. Both hernias were incorporated into the same repair. A single 6 cm by 8 cm duo-mesh, prolene on the superior side, gore-tex towards the side of the intestine was used for repair with number 2-0 prolene sutures to hold it in place.¿ description of hernia being treated: ¿a midline abdominal incision was carried out with a number 10 surgeon¿s blade. This was initially approximately 6 cm long. It was subsequently extended to 9 cm long when a second smaller, 1 cm in diameter, hernia was palpated beneath the fascia. Once the skin was incised, electrocautery was used to dissect through the subcutaneous tissues and the fat until the incisional hernia could be palpated. Around the area of incisional hernia, great care was taken to tuck the contents of the hernia back into the intraabdominal space. The remaining subcutaneous tissues and the midline linea alba was identified and freed. The hernia was approximately 5 cm in diameter. The contents were carefully freed from their attachments to the sidewalls of the fascial defect, and the omentum and contents which were adherent to the abdominal wall were tucked back into the abdominal cavity. Once the omental contents were freed, the fascia was palpated from beneath from within the peritoneum, and it was noted that there was a smaller defect, approximately 3 cm cephalad to the larger defect which was only 1 to 2 cm in diameter. The skin incision was therefore lengthened, and the fascial incision was lengthened to accommodate this superior more cephalad incisional hernia. The intra-abdominal contents were subsequently once again freed. Some anterior freeing or component separation of the subcutaneous tissues of the fascia was performed.¿ implant size and fixation: ¿a duo-mesh, gore-tex on one side and marlex or prolene on the other, was brought onto the surgical field and the 8 by 12 cm mesh which constituted the smallest available mesh was incised in half to 6 by 8 cm size. The (sic) accommodated the entire both hernia [sic], and the entire hernia repair. Then number 2-0 prolene suture was then placed into the superior apex of the fascial defect in a ¿u¿ shaped fashion onto the onlay mesh. The prolene was secured in place and a running simple anastomosis connecting the hernia repair mesh to the anterior abdominal fascia along the left side was performed first toward the inferior apex and then a second suture was started from the inferior apex and up towards the superior apex. This constituted a running simple repair of the hernia with mesh. Prior to completion of the hernia repair, the intraperitoneal contents were palpated to make sure there was no inadvertent suturing of the intestine or omentum, and there was not any. The subcutaneous space was then irrigated with 150 cc of sterile normal saline. A number 0 vicryl suture was used to close the subcutaneous space in a running simple fashion, number 4-0 monocryl suture was then used to close the skin in a running subcuticular fashion.¿ partial explant preoperative complaints: (B)(6) 2008: surgery consultation. ¿has a very large sliding hiatal hernia, has incisional hernia. Donation of kidney; had to open her up for some type of bleeding and she developed a hernia from surgery. Because of this I think the nissen [fundoplication] will have to be done open and we will repair the hernia at the same time.¿ (B)(6) 2008: indications. ¿a 28-year-old patient who had a nephrectomy and she apparently bled and had to be operated for that and she had an incisional hernia repair with mesh and presents with a hiatal hernia and gastroesophageal reflux disease.¿ partial explant procedure: hiatal hernia repair, nissen fundoplication, incisional hernia repair. Partial explant date: (B)(6) 2008: wound classification: unknown. Operative report: ¿after being prepped and draped in the usual sterile fashion, we opened the abdomen through the old incision. We opened the skin and subcutaneous tissue. We got to the area of fascia and there was a piece of mesh in there, we cut through the mesh and there was thick tissue under the mesh. We opened the thick tissue and there was a lot of adhesions omentum to this tissue in the mesh. This was taken down using the ligasure and bovie. Once we did this, we divided the falciform ligament, divided the triangular ligament of the liver and once we did this, we got around the esophagus. The patient had an ng [nasogastric] tube in place and both vagus was (sic) within the area with the penrose around. Once we did this, we started taking down short gastric vessels, the patient had a previous opening in the area of the lesser track, probably from the area of bleeding before. We took the short gastrics all the way to the area of crus. There was a little bit of bleeding in this area at the level of the gastrics, but that stopped. Once we freed this up we got around the area of the esophagus really well. We saw the branch of the vagus nerve that was going to the liver and we then dissected and elevated the stomach towards the right and we got the crus visualized left and right crus, we closed the crus with one stitch of ethibond suture number 1 and then we got the stomach around the esophagus, after that we put a 48 bougie with the ng [nasogastric] tube that was 18. We then did the fundoplication. We put stomach, esophagus, stomach, three stitches of this and then we removed the bougie. It was a nice floppy nissen. We then irrigated thoroughly. There was little bleeding from the omentum there. We took the adhesions down. Once we did that, we carefully dissected this area and we closed omentum. There was [sic] two holes in the omentum. This was closed with vicryl and then we stopped the bleeding with ligasure. Once we stopped the bleeding with ligasure of the omentum we put the omentum back in place and then there was an area in the middle of the incision that (sic) where she had a mesh in place, we took the left side of the mesh cause (sic) there was a hernia beyond the area of the mesh, we dissected the subcutaneous tissue until we were getting good fascia and pulled the fascia up. We were not going to use more mesh, already had the piece of mesh in there so we used figure-of-eight number 2 prolene to close. We irrigated the subcutaneous tissue, closed the subcutaneous tissue with vicryl, the skin was closed with staples.¿ pathology for specimens removed during the (B)(6) 2008 procedure was not provided. Relevant medical information: (B)(6) 2009: ¿status post hiatal hernia repair and incisional hernia repair; doing fine.¿ (B)(6) 2009: ¿abdominal pain. Doing fine, wound looks pretty good, complains of pain in the area of the incision, do not find anything on examination, no hernia, I do not think there is anything there.¿ explant preoperative complaints: (B)(6) 2011: surgery consultation. ¿had incisional hernia repair and a hiatal hernia repair; started having problems with some abdominal pain, I looked at it last time and did not see anything. Has very tiny incisional hernia about 2.0 cm in the upper of the wound, she wants to have it repaired.¿ explant procedure: incisional hernia repair with mesh. [Implant: proceed surgical mesh]. Explant date: (B)(6) 2011: wound classification: unknown. Operative report. ¿once the marcaine was injected, we excised the old scar and then carefully opened the subcutaneous tissues, and we find [sic] actually a hernia which was a little bit above the area where I was feeling. We opened up into abdominal cavity through this hernia and then carefully took adhesions down found out she had two more defects in the fascia, so we open the fascia all the way down to the area just above the umbilicus, the we cleaned all the adhesions from the inside. We left a nice, clean [sic] the area in the inside. Once we did this, we decided to grab the fascia with a kocher and make a space of (sic) the on top of the fascia under the subcutaneous tissue to be able to put our sutures there. Once we cleaned the area about 4 cm all the way around the incision, we put the mesh; it was proceed mesh. We tacked it with #2 vicryl all the way around with u-stitches. Then we closed the fascia itself with vicryl in a running fashion. We then irrigated really well the subcutaneous tissue and closed subcutaneous tissue with vicryl. On each stitch, we grabbed some of the fascia to close the dead space, and skin was closed with monocryl.¿ (B)(6) 2011: pathology report: a. Old mesh from abdominal incision. Diagnosis: soft tissue and old mesh from abdominal incision, excision: 1. Fibroadipose tissue admixed with mesh is present. 2. Foreign body giant cell reaction to mesh is seen. 3. Negative for malignancy. Comment: the notation of gross only examination is acknowledged however due to the intimate relationship of tissue to mesh a microscopic section was submitted. Gross description: the specimen is received in formalin labeled ¿old mesh from abdominal incision¿ and consists of a portion of red to pink-tan fibrofatty tissue with embedded mesh and/or suture material. The specimen measures 6 x 3 x 1.5 cm in aggregate. Sectioning of the specimen reveals a firm yellow-tan fibrofatty cut surface with embedded mesh and/or suture fragments. Grossly areas of exudate and/or necrosis are not identified. (B)(6) 2011: ¿area looks fine, concerned about a little bit of bulging in right upper quadrant area; a little bit of fluid under the area where we did most of the work but the area looks fine. No signs of recurrence. I told her she needs to wear the abdominal binder; she was not wearing it.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use states, ¿cutting gore dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) physicians surgery. (B)(6), md. Office notes. Has a very large sliding hiatal hernia, has incisional hernia. Donation of kidney; had to open her up for some type of bleeding and she developed a hernia from surgery. Because of this I think the nissen will have to be done open and we will repair the hernia at the same time. Examination: abdomen; soft, incisional hernia at the midline incision. I explained the risks, complications and benefits, her motility studies completely normal except for reflux. Will schedule her for open nissen fundoplication and hernia repair, this will have to be done open. (B)(6) 2008: (B)(6) surgery. (B)(6), md. Office notes. Had hiatal hernia repair and an incisional hernia repair, doing well, no problems except that she hurts. Told her hurting is normal and needs to start eating, swallowing is fine, I told her to increase her diet to four small meals, will see her back in one month, okay to drive but no lifting, will be able to go back to work on (B)(6) 2008. (B)(6) 2008: (B)(6) surgery, (B)(6). Office notes. Doing fair, still having some pain when she swallows but she is doing much better, swallowing okay, still having some pain. Told her she needs to increase her diet little by little and that should get better. (B)(6) 2009: (B)(6) surgery. (B)(6). Office notes. Status post hiatal hernia repair and incisional hernia repair; doing fine, no problems today except she has a ¿stomach virus¿ and some nausea, did not vomit, abdominal pain much better, wound looks fine. (B)(6) 2009: (B)(6) surgery. (B)(6). Office notes. Abdominal pain. Doing fine, wound looks pretty good, complains of pain in the area of the incision, do not find anything on examination, no hernia, I do not think there is anything there. I told her to do whatever she needs to do with no restrictions, if pain persists will probably have to get CT scan but I do not feel anything in there. (B)(6) 2011: (B)(6) hospital. [Signature illegible]. Emergency department visit. Epigastric pain, sharp, stabbing, constant. [Illegible]. Feels around scar like a tearing. Tender around scar to palpation. Discharged home, stable. (B)(6) 2011: (B)(6). Office notes. Had incisional hernia repair and a hiatal hernia repair; started having problems with some abdominal pain, I looked at it last time and did not see anything. Has very tiny incisional hernia about 2.0 cm in the upper of the wound, she wants to have it repaired. I talked to her about the risks, complications and benefits, she wants to proceed. Examination: abdomen; soft and benign, small incisional hernia, no masses. Will schedule her for incisional hernia repair. (B)(6) 11: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation performed: incisional hernia repair with mesh. Resident: dr. Mcpherson. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Disposition: patient stable to recovery. ¿this is a patient who had a nissen fundoplication and, at that time, had a hernia repair. She has [sic] previously a hernia repair in there. She had what looked like a small incisional hernia and I thought we could repaired [sic] without any problems. I talked to her and discussed with her risk the risk [sic] and benefits. She was having complaints of a lot of pain. We explained to patient and she understood, agreed. Because the scar was kind of wide, we decided that we were going to excise the scar and I told the patient that. Patient was brought to the operating room and was placed in supine position. General endotracheal anesthesia was given. After adequate anesthesia, she was prepped and draped in usual sterile fashion. After being prepped and draped in sterile fashion, we injected marcaine. Once the marcaine was injected, we excised the old scar and then carefully opened the subcutaneous tissues, and we find [sic] actually a hernia which was a little bit above the area where I was feeling. We opened up into abdominal cavity through this hernia and then carefully took adhesions down found out she had two more defects in the fascia, so we open the fascia all the way down to the area just above the umbilicus, the we cleaned all the adhesions from the inside. We left a nice, clean [sic] the area in the inside. Once we did this, we decided to grab the fascia with a kocher and make a space of the on top of the fascia under the subcutaneous tissue to be able to put our sutures there. Once we cleaned the area about 4 cm all the way around the incision, we put the mesh; it was proceed mesh. We tacked it with #2 vicryl all the way around with u-stitches. Then we closed the fascia itself with vicryl in a running fashion. We then irrigated really well the subcutaneous tissue and closed subcutaneous tissue with vicryl. On each stitch, we grabbed some of the fascia to close the dead space, and skin was closed with monocryl. The rest of marcaine was injected, sterile dressing was applied, and patient went to recovery in stable condition.¿ (B)(6) 2011: (B)(6) associates. (B)(6); pathology report. Case number: (B)(4). Source of specimen(s): a. Old mesh from abdominal incision. Diagnosis: soft tissue and old mesh from abdominal incision, excision: 1. Fibroadipose tissue admixed with mesh is present. 2. Foreign body giant cell reaction to mesh is seen. 3. Negative. For malignancy comment: the notation of gross only examination is acknowledged however due to the intimate relationship of tissue to mesh a microscopic section was submitted. The case is [illegible] as gross only exam for billing purposes. Pre-operative diagnosis: abdominal incisional hernia. Gross description: patient name and specimen identification confirmation is performed. The specimen is received in formalin labeled ¿old mesh from abdominal incision¿ and consists of a portion of red to pink-tan fibrofatty tissue with embedded mesh and/or suture material. The specimen measures 6 x 3 x 1.5 cm in aggregate. Sectioning of the specimen reveals a firm yellow-tan fibrofatty cut surface with embedded mesh and/or suture fragments. Grossly areas of exudate and/or necrosis are not identified. Representative sections are submitted in cassette a1 (3). Cassette labeling confirmed correct. (B)(6) 2011: (B)(6) surgery. (B)(6). Office notes. Repair looks fine, no problems, wounds look fine, a little bruising; this is normal. (B)(6) 2011: (B)(6) surgery. (B)(6). Office notes. Area looks fine, concerned about a little bit of bulging in right upper quadrant area; a little bit of fluid under the area where we did most of the work but the area looks fine. No signs of recurrence. I told her she needs to wear the abdominal binder; she was not wearing it. (B)(6) 2011: (B)(6) surgery. (B)(6). Office notes. Area looks fine, still has some pain in right upper quadrant but area looks good, can go back to work but no heavy lifting more than thirty pounds. (B)(6) 2011: (B)(6) surgery. (B)(6). Office notes. Doing fine, no problems, swelling on right side completely gone, it has resolved, looks great. (B)(6) 2013: (B)(6) physicians, (B)(6) university. (B)(6). Office notes. Complaint of incisional hernia; status post hernia repair, pai[n] at incision site, need to get CT as I do not feel a hernia. History irritable bowel syndrome, hysterectomy, oophorectomy. Current every day smoker, drug use in past. Weight 130 lbs., bmi 23.04. Examination: abdomen; tender at incision but I do not feel a hernia. Impression/plan: abdominal pain, CT abdomen. (B)(6) 2013: (B)(6) hospital. (B)(6). Radiology- CT abdomen. Reason for exam: abdominal pain. History: abdominal pain, history of kidney donation. Comparison: (B)(6) 2008. Impression: no acute disease in abdomen or pelvis; appears to be status post nissen fundoplication, clinical correlation for surgical history recommended. (B)(6) 2013: (B)(6) physicians, (B)(6) university. (B)(6). Office notes. Follow up after CT; thought she had a hernia, CT ok. Chronic; abdominal pain. Impression/plan: abdominal pain; discussed CT shows no hernia. (B)(6) 2015: (B)(6). (B)(6). Emergency department visit. Current every day smoker; 1 pack per day, 23 years. History of tubal ligation. Weight 125 lbs, bmi 22.14. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions and mesh removal. Additional event specific information was not provided.